Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53 x 45mm diameter abdominal aortic aneurysm. It was reported that on follow up CT and on doppler exam, the patient was reported to have a left stent graft limb occlusion by thrombosis. The left common iliac artery, proximal internal iliac artery and proximal external iliac artery appear to be occluded without patency. Blood flow in the distal internal and external iliac arteries appears to be maintained via collateral vessels. The left common femoral and deep femoral arteries have maintained patency. The right limb of the stent graft has maintained patency with perfusion to all distal vessels. The cause of the event according to the physician is anatomy related due to a narrowing of the distal aorta. No intervention has been performed as the patient is asymptomatic and well collateralised distally. No additional clinical sequelae were reported and the patient will be monitored by their physician.